Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with results obtained from meter to meter comparison of test result reported of 142 mg/dl using truemetrix meter and test result reported of 120 mg/dl using dr.'s device (customer stated the reading from the dr.'s device was 120 mg/dl or less and she did not recall the exact number). The customer's expected fasting blood glucose test result range is 95 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 148 mg/dl using truemetrix meter and 141 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The customer stated she has been under a lot of stress lately and her a1c went up and most recently was 6.9. The customer stated she controls her diabetes with diet and exercise. The meter memory was reviewed for previous test result history (customer concerned with all readings): (B)(6). Memory concerns:customer is concerned with all readings.